Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that that the patient received a heart transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , did not reveal any findings that would have contributed to a functional issue. It was reported that the patient received a heart transplant on (B)(6) 2024. No device-related issues were reported. (B)(6) was returned assembled with the pump cable severed approximately 13.5¿ from the pump header. The valor section of the pump cable was returned with a wrap around it. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft, outflow graft bend relief, and apical cuff were not returned. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a functional issue. The lvad event and periodic log files retrieved from the returned pump appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Although no specific device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.